Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements detected through the remote monitoring system. Attempted to obtain additional information but a local field representative could not provide any further information. The system remains in service. No adverse patient effects were reported.